Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Once the investigation has been completed, the results will be sent in a supplemental report

Event description:
During hansson pin surgery, the hook of hansson pin did not protrude from the pin completely. It seemed that the thread of introducer handle or inner introducer is damaged. The hansson pin has been inserted as it is and the surgery was finished.

Event description:
During hansson pin surgery, the hook of hansson pin did not protrude from the pin completely. It seemed that the thread of introducer handle or inner introducer is damaged. The hansson pin has been inserted as it is and the surgery was finished.